Event description:
A patient reported a burning smell coming from the homechoice when the power was turned on. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for analysis. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. It was confirmed that there was a burnt part on the power entry module. The device would not work after trying to power it on. The cause was determined to be a malfunction of the power entry module. Should additional relevant information become available, a supplemental report will be submitted.